Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hydromorphone 2.5 mg/ml; 0.7713 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient had problems with their skin at the pump pocket ever since the pump was implanted. There was abscess at the pump pocket, and at the side of the pump it looked infected. The patient experienced a pocket infection that was related to the device and associated with implant. The infection was confirmed; the strain was asked but was unknown. There was no allegation against device sterility. The pump off code was requested as the hcp wanted the pump turned off for explant. Action taken to resolve the infection was the patient was having the infusion system explanted on (B)(6) 2017. It was unknown if the product would be returned. The patient outcome was the treatment was ongoing. No further complications were reported.